Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin squirting during priming rather then a slow drip and buttons were harder to press. The customer¿s blood glucose was unknown. Customer reported that the insulin pump louder and slower during rewinding. The customer was stated that the buttons had to press more than once to respond. The insulin pump will not be returned for analysis.